Event description:
The customer reported that the display did not work.

Manufacturer narrative:
The customer reported that the display did not work. The device was evaluated at philips, and the failure was confirmed. Replacing the control pca resolved the issue.